Event description:
It was reported that heparin was infusing at 7.2ml/hour however the rate should have been 5.4 ml/hour, as ordered dose was changed from 12 units/kg/hr (7.2ml/hr) to 9 units/kg/hr (5.4ml/hr). There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Correction : date of event, medical device operator, medical device other operator. Additional information : imdrf annex a & g codes.

Event description:
It was reported that heparin was infusing at 7.2ml/hour however the rate should have been 5.4 ml/hour, as ordered dose was changed from 12 units/kg/hr (7.2ml/hr) to 9 units/kg/hr (5.4ml/hr). There was patient involvement however no patient harm.